Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and was found to have recorded a code 1003; indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended and this ICD currently remains in service. No adverse patient effects have been reported, at this time.

Event description:
Additional information reported from the field representative indicated that this patient had an unrelated surgery prior to the discovery of the code 1003. As such, health care professionals will wait for the patient to recover, prior to scheduling the ICD replacement. At this time, the product has not been replaced and has not been scheduled. If the product is replaced at a later time, this report will be updated accordingly.